Manufacturer narrative:
The affected device was tested on-site and the log entries were analyzed. During testing the reported failure could not be duplicated and the unit was functional. The log contains no entry of a ventilation stop or reboot on the reported date of event. Instead, there are several entries indicating a large leakage in the breathing circuit system. It can be seen that the device reacted as specified by generating the visual and audible "airway pressure low" alarm. Log analysis and device testing showed no malfunction. It can be concluded that the device functioned as specified during the event.

Event description:
Please refer to the initial report.

Manufacturer narrative:
The investigation has just started. The final investigation result will be provided in the follow-up report.

Event description:
It was reported that the machine stopped ventilating. There was no injury to the patient.